Event description:
It was reported intermittent occlusion alarms occurred back-to-back without the customer being able to resolve despite changing supplies. The customer's blood glucose level was displayed as "high"; a specific value was not provided for an unknown number of events. Elevated blood glucose was addressed with a supply change. The customer continued to use the pump for insulin therapy with a backup plan if necessary.